Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the delivery of an external defibrillation.

Event description:
Patient received 2 appropriate shocks during ventricular tachycardia (vt) at 210 bpm. The arrhythmias were converted to a slower rhythm of 70 bpm. The lifevest detected vt at 210 bpm for a third time. The response buttons were pressed delaying the treatment. At 34 seconds into the detection sequence an external defibrillation was delivered. The patient was in the hospital prior to, during and after the treatments. No allegation of a death or serious injury. The patient continues to wear the lifevest.